Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and passed the electrical continuity and energy delivery tests. The instrument was fully functional. A visual inspection of the instrument found no signs of thermal damage. Additionally, the instrument was found to have a bent banana plug at the back end of the housing. This failure is most commonly caused by user mishandling. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, smoke came out from the tip of the black tube of the permanent cautery hook (pch) instrument every time the surgeon used it. In addition, it was noted that arcing was seen during the procedure. The permanent cautery hook instrument arced and smoked with no evidence or claim of user mishandling or misuse. Although there was no injury reported, if this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, smoke came out from the tip of the black tube of the permanent cautery hook (pch) instrument every time the surgeon used it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 8/4/2020 and obtained the following additional information: the instrument and cannula were inspected prior to use. A pin gauge was not used to inspect the cannula. Before the arcing event occurred, the instrument had been in use for about an hour, the instrument had not been removed, and the instrument tips did not collide with any other tool or instrument. A cadiere forceps instrument and fenestrated bipolar forceps instrument were also in use at the time. When the arcing event occurred, the surgeon was performing pelvic dissection and had activated monopolar coag energy. The instrument tips were in contact with tissue. The generator used was a valleylab diathermy machine with the following settings: cut 30, coag 30. A monopolar cord was not connected to the bipolar instrument. The surgeon does not know what caused the arcing event to occur. There was no injury to the patient and the patient has not returned to the hospital due to any post-surgical complications as a result of the arcing event. No image or video is available for review by isi.